Event description:
It was reported by the customer that customer having difficulty retracting the needle and even after retraction, the needle comes through outside of the reservoir. No information was received regarding any serious injury as a resut of this product issue.